Event description:
It was reported that the 8015 had error 255-14-47. There was no patient involvement.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Root cause: the probable cause of the reported device 8015 had error 255-14-47 was not identified during the customer call. The tech support recommend customer to com for rga number and will send unit in for warranty repair. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the 8015 had error 255-14-47. There was no patient involvement.

Manufacturer narrative:
Correction: disregard the initial report MFR report # 2016493-2025-87255. After further review of the file, it was determined that (B)(4) as duplicate file with respect to the serial# as its already captured in the (B)(4) and the MDR was submitted in error.